Event description:
Another health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged with an alternate iol in a secondary procedure. There are two medical device reports associated with this patient. This report is associated with the first eye. No further information is expected.

Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).